Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "constant downstream occlusion" was not reproduced. A review of event history log revealed multiple occurrences of downstream occlusion alarm messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification calibration values and force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.